Event description:
The customer was hospitalized for uti and dka. The pump had a no power message on display and troubleshooting could not be performed. Instructed the doctor to get batteries to retrieve the pump's info. Explained to the doctor that the pump needs to be tested to determine what led up to hospitalization.